Event description:
It was reported by the patient that following an unknown sling implant, the incontinence was worse and the patient was using 8-10 pads per day. The patient was inquiring about having an artificial urinary sphincter implanted.

Event description:
It was reported by the patient that following an unknown sling implant, the incontinence was worse and the patient was using 8-10 pads per day. The patient was inquiring about having an artificial urinary sphincter implanted.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of incontinence, could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Incontinence is documented as an adverse event. There is no evidence that the device was used or handled improperly. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation incontinence cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation.